Event description:
It was reported that the device was presenting with fails inclusion alarm. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. No physical damage was observed. Check clutch/plunger lever error was found in pump event history log. Reported problem was able to be duplicated during flow and occlusion tests. The root cause of the reported issue unable to be determined. Actions were taken to mitigate the reported issue: replaced clutch half's left and right, also replaced leadscrew and spring as a preventative measure.